Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 did not lock due to a loose solenoid wire. A field service engineer addressed the issue by properly securing the loose connection. As a result, the customer was able to conduct an inventory without any difficulties. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es encountered a malfunction in drawer 1 and 2. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.